Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the best estimate date is between 6/10/2021 and 7/29/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 model intraocular lens(iol) was explanted from patient's left eye due to patient having anisometropia vision. Vitrectomy and sutures were not required. Patient has fully recovered. Visual acuity readings provided as pre-operative 20/80 and post-operative 20/40. No further information available.